Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was intermittently hot to the touch despite being in room-temperature conditions. The pump was not charging during the reported events. There was no reported impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.